Event description:
It was reported that a non-displaced intertrochanteric fracture surgery was performed on (B)(6) 2014. During the surgery, the screw missed the nail and hit posterior. The surgeon confirmed that the insertion handle and aiming arm are tightened and assembled correctly. The screw that missed the nail was taken out and re-implanted free hand. Surgical repair completed, second surgeon called to consult. There was a surgical delay of 30 minutes. This report is 2 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected device history record review: several material review reports were noted. The non-conforming parts were all scrapped. The non-conformances were either not relevant to the complaint condition or the relevance was not able to be determined. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a review of the device history records revealed that there were no issues during the manufacture of the product that would contribute to the complaint condition. A product development evaluation was performed for the subject device, part number 357.411, insertion handle. The subject device appears to have been used many times as evidenced by the surface wear, but is not damaged or broken. The insertion handle and aiming arm mate together securely as intended. One insertion handle (part # 357.411, lot # 4826266, manufactured june 2005) and one 130° aiming arm (part # 357.366, lot # 4799867, manufactured june 2004) were returned with the complaint that ¿during the surgery, the screw missed the nail and hit posterior. The surgeon confirmed that the insertion handle and aiming arm are tightened and assembled correctly.¿ upon receipt of these devices it was seen that they appear to have been used many times as evidenced by the surface wear. The devices mate together securely as intended, do not appear damaged and dimensionally conform to the drawings which they were manufactured to. It is unknown what caused this complaint, however a note is included in the technique guide for attaching the insertion handle to the nail ¿ensure that the connecting screw is tight to avoid misalignment when inserting the helical blade through the aiming arm. Do not attach the aiming arm to the handle until after the nail is fully inserted.¿ while the insertion handle and aiming arm may have been properly connected, another connection within the system may not have been properly aligned or tightened, leading to this complaint. The drawings for the insertion handle were reviewed, and the design, material and finishing processes are appropriate for the intended use of this device. This complaint could not be confirmed. The design of this device did not contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.